Event description:
A physician reported that over time an implanted intraocular lens (iol) became crystallized. Eight years after initial implantation, the iol was exchanged for another lens of the same model. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by email. A completed questionnaire was not received. (B)(4).